Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2025, a patient was on a patient controlled analgesia pump module requiring boluses from the bag. When the nurses went in to administer the bolus, they got an alert on the pump module that said max limit reached and the pump module would not administer the bolus. The nurses did the math again and the max limit wasn't reached, and the patient did not receive a bolus recently. The customer tried again a minute or so later and it allowed the bolus to go through successfully with the pump saying delivered. The order was erx morphine (pf) 0.1mg/ml in 30ml of ns. The customer later provided the following information: the medication was morphine with an intended rate of infusion of 1ml/hr using a bd 30ml syringe and a bd pca administration kit model number 30873 tubing. It was noted that the patient inexperienced increased pain due to delay in clinician bolus administration, however it was noted that no additional medication intervention was provided.

Event description:
It was reported that on 15 december 2025, a patient was on a patient controlled analgesia pump module requiring boluses from the bag. When the nurses went in to administer the bolus, they got an alert on the pump module that said max limit reached and the pump module would not administer the bolus. The nurses did the math again and the max limit wasn't reached, and the patient did not receive a bolus recently. The customer tried again a minute or so later and it allowed the bolus to go through successfully with the pump saying delivered. The order was erx morphine (pf) 0.1mg/ml in 30ml of ns. The customer later provided the following information: the medication was morphine with an intended rate of infusion of 1ml/hr using a bd 30ml syringe and a bd pca administration kit model number 30873 tubing. It was noted that the patient inexperienced increased pain due to delay in clinician bolus administration, however it was noted that no additional medication intervention was provided.

Manufacturer narrative:
Omit: date of birth. Additional information: manufacturer narrative. Investigation summary: 7. Exec investigation summary the reported incident of a pca alert ¿maximum limit reached¿ through review of the logs and was not replicated during device testing since the devices were not received for this investigation. Analysis of the logs could not be performed since the device logs were not provided for this investigation. The devices were not returned for investigation; therefore, no external inspection, internal inspection, or testing could be performed. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3 states in the troubleshooting and maintenance section: the max limit reached alarm occurs when an attempt is made that exceeds the maximum allowed drug amount for the patient. The pca dose cannot be delivered until the configured time passes. The pca max limit is the total amount of drug which can be infused over a specified time period. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported pca alert ¿maximum limit reached¿ was not determined. A review of the device logs could not be performed and the event could not be replicated during device testing since the devices were not received for this inspection. The information provided is insufficient to determine a root cause. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.